Event description:
It was reported that during a stenting treatment procedure, a component of the delivery system detached. The "very tight," approximately 89% stenosed target lesion was located in the very calcified right superficial femoral artery. Pre-dilation was performed with a 5x20x75 mustang balloon catheter. The 6x100x130 innova stent system was then advanced. The stent was deployed and the delivery system was removed without issue. After removal of the non bsc .035 guide wire, it was noted that part of the delivery system had detached and was caught on the guide wire. There were no patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).